Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that patient side manipulator (psm) 2 led indicator turned yellow, and psm 2 not ready message displayed on the screen. The customer did not want to power cycle the system and elected to perform the procedure with the rest of the psm arms. The procedure was completing as planned with no reported injury. Intuitive followed up with the technical support engineer and obtained the following additional information: the customer did not use psm 2 during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found one of the screws in the sterile adaptor to be loosened. The fse tightened the screw and arm 2 was ready for use. Restarted the system and verified the usage. System is working satisfactorily. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a loose screw from sterile adapter on arm 2. This issue can be resolved by tightening the screw, and performing a system power cycle.